Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
A review of the customer's shipping history identified three axsym cmv igg lot numbers that could have been used when the discrepant result was generated. The customer could not identify which lot number was used to test the patient sample in question. A review of complaints determined that there was not an adverse trend related to the issue under investigation. Additionally, accuracy testing was performed using a retained reagent kit from one of the same lot numbers shipped to the customer. Controls and in-house panels were tested and met specifications. Based on the results of this investigation, the axsym cmv igg reagents are performing as intended and no additional product issues were identified.

Event description:
The account stated that a pregnant female patient generated an axsym false positive cmv igg result of 256 au/ml. This same patient generated negative cmv igg and igm results in another laboratory. No suspect results have been reported from the lab. There is no impact to patient management reported.